Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer initially called for assistance with the sensor. The customer then stated that her blood glucose reading was 237 mg/dl and she thought she had given a bolus of 0.5 units. However, the bolus history revealed that the customer actually took a 15 unit bolus. The customer's blood glucose levels were dropping quickly and the paramedics were called for treatment. Nothing further was reported.